Event description:
It was reported that this inflatable penile prosthesis (ipp) was not able to be fully deflated. A surgery was performed to remove and inspect the device. No patient complications were reported.